Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed lv tip to rv (right ventricular) coil in an effort to resolve the issue. Initially this reprogramming seemed to help, but when the patient got home afterwards their symptoms returned. The patient was brought back to the clinic and at that time additional reprogramming was conducted where the lv lead's output was decreased. The patient did not experience any diaphragmatic stimulation symptoms after tjos setting change was made. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.